Event description:
The manufacturer's technical investigation showed that the alarm vibrator had a temporary electrical interruption. No adverse event reported. The device has been returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.